Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, after thirty minutes of using the device, a blue object was found in the patient's cavity. No patient injury. Object removed without difficulty.